Event description:
It was reported that stent foreshortening issue occurred. Vascular access obtained via femoral artery. The 32x2.25 mm, concentric, de novo, 90% stenosed target lesion containing a lesion bend of <=45 degree was located in a mildly tortuous and mildly calcified left anterior descending (lad) artery. After a non-bsc guidewire and a non-bsc guide catheter were introduced, pre-dilation was performed with an unspecified catheter balloon. Following pre dilatation, the residual stenosis was 80%. A 2.25x32mm promus element¿ plus stent was selected to treat the lesion. Difficulty crossing was encountered during procedure but was resolved with 'dilatation pre implanted and used micro catheter and cross it wire'. After implanting the stent, the physician implanted another non bsc stent overlapping it when he noticed that the stent became shorter than he measured. Another promus element 3 12 stent was used to cover the missing area. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).